Event description:
It was reported "PICC placed (B)(6) 2022, PICC began leaking from hub on (B)(6) 2022 while infusing antibiotics and flushing saline. PICC removed, replaced with a PICC of a different lot. Original one link cap applied to replacement PICC and no leaking noted. " what type of catheter securement was utilized? Stat lock.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of refx5370 showed fifteen other similar product complaint(s) from this lot number.